Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on. The customer's blood glucose (bg) level was "high" on cgm. Reportedly, the customer administered a correction bolus via the pump to address elevated bg level. A replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, an unexpected drop in battery capacity issue was identified.